Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprostheses. It was reported that the physician could not gain access into the contralateral gate due to the patient's tortuous anatomy. The contralateral gate was reportedly positioned against the posterior aortic wall. After several failed attempts to cannulate the gate, the patient was converted to an aortouniiliac with a femoral-femoral bypass. Final angiography showed complete exclusion of the aneurysm, and the patient tolerated the procedure.